Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving baclofen (3000 mcg/ml at 1118 mcg/day) and clonidine (100 mcg/ml at 37.27 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. The hcp reported that the patient was on a high dose of baclofen and reported hearing a non-critical alarm. The hcp wanted to review possible reasons for non-critical alarms. The patient¿s refill date was in may and the estimated replace by date said september on the printout. It was reviewed that the only other non-critical alarm was a memory error and to know for sure the pump would need to be interrogated. Additional information was received later the same day from a company representative who reported that a pump motor stall occurred this morning, and the patient had not had an MRI. Additional information was received on 12-apr-2022 from another company representative who reported that the pump was replaced yesterday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump was returned and destructive analysis identified residue in the motor gear train and wearing on the upper shaft of gear number two. Analysis also identified the teeth on gear wheel three were worn. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.